Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited noise. The lead was explanted. No patient symptoms were reported.